Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 566 mg/dl. The customer had symptoms such as vomiting and treated with manual injection. Customer's blood glucose value was over 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. There were no leaks or air bubbles. Customer declined to further troubleshoot for high blood glucose. The insulin pump will not return for analysis.